Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that refrigerator bins were not detected. A field service engineer (fse) resynchronized the station and collaborated with remote support to troubleshoot firmware issues related to the upgrade. Attempts to delete and reconfigure the device were unsuccessful. Later, the issue was identified as hardware-related, requiring replacement of three interface and relay access controller (irac) boards. After replacement, the bins were successfully recognized in both the main and test applications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not displaying all pockets, and the bins were not detected on the bus, after a recent upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.